Event description:
During a call with baxter technical services on an unrelated alarm, the patient reported re-use of supplies. Product surveillance contacted the home patient on (B)(4) 2012 in regards to an unrelated alarm and reuse of supplies. The patient confirmed he reused supplies and was hospitalized for peritonitis following this incident. The patient did not have a sample or lot number available. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 for further information regarding peritonitis event. The nurse confirmed the patient reused a cassette during therapy and developed peritonitis following this incident. In (B)(6) 2012, the patient was hospitalized for peritonitis for about 1 week. The patient was treated with unknown antibiotic therapy. According to the nurse, the peritonitis was considered resolved at the time of discharge from the hospital. The nurse stated the peritonitis was likely related to the patient reusing the cassette during therapy and was not related to the solutions, device or other disposables. She discussed reusing supplies with the patient, and "he knows not to do this." She stated this was his first incident of peritonitis. The nurse stated she just became aware of the peritonitis yesterday and does not have any further information at this time.

Manufacturer narrative:
(B)(4). This report of use error - reuse of single-use products is confirmed because it was reported that the patient re-used the cassette after troubleshooting an alarm. However, the assignable cause code could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). A sample was requested, but is not available at this time. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.